Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for gastrointestinal bleeding. The registered nurse reported flows +++ and powers above 10. No alarms or events noted upon interrogation. There were no unusual events recorded in the log file event history. The log file shows a slight upward trend in power and flow over since the last logs were taken on (B)(6) 2020. In addition, pulsatility index is trending slightly downward.

Event description:
It was reported that the gastrointestinal bleeding was confirmed. An arteriovenous malformation was clipped in colonoscopy. No cause was identified for the elevated pump power/flow and drop in pulsatility index. Pump parameters returned to baseline. Patient had weakness and lightheadedness due to gastrointestinal bleeding. International normalized ratio goal was adjusted, protonix was increased and fish oil was stopped. Hemoglobin levels were trending

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported gastrointestinal (gi) bleeding could not be determined. Additionally, the report of elevations of pump power could not be confirmed through the analysis of the submitted log files. Review of the submitted log files captured data from (B)(6) 2020 to (B)(6) 2020, with pump power ranging from 4.3 to 5.5 watts. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. The log files appeared to show the system operating as intended. The patient remains ongoing on ventricular assist device (vad) support and no further related issues have been reported at this time. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 01aug2012. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii (hmii) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The IFU also provides information on anticoagulation, including recommended international normalized ratio (inr) values. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.